Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage, minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the ring on the insulin pump's reservoir compartment was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.